Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that the monitor didn't power up. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to printed-circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g2 (other / japan). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see correction in d5 and update in g2.